Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced right side pain and breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2022, mentor became aware that patient experienced capsular contracture; baker grade IV on the right side, and still no date of explant. Hence, corresponding fields have been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 23, 2024, mentor became aware that the date of surgery is (B)(6) 2024. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date is (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 7, 2024, mentor became aware that the replacement devices used on may 1, 2024 were catalog number smpx350; serial number (B)(6) on the left side, and catalog number smpx350; serial number (B)(6) on the right side. Mentor was also informed that the devices were accidentally discarded at the surgical facility. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).